Manufacturer narrative:
(B)(4). (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k033489.

Event description:
It was reported that following a total knee arthroplasty procedure, a screw has backed out. No revision procedure has been reported to date.